Manufacturer narrative:
Submit date: 01/18/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with gauze. The customer reports the doctor stated the sponges leave lint fibers on the patient. The product was used on an open wound during a surgical procedure. At times the product was unfolded, but not all of them. The product was removed manually and by copious irrigation. No medical intervention required other than that. No injury to the patient.